Event description:
Patient in nicu in an incubator crib, with the arterial line being monitored on a ge marquette monitor. Rn responded to oxygen desaturation alarm, and also found dampened arterial line waveform on monitor screen. The rn lifted the lid of the incubator to assess the patient and found that the arterial line had partially separated with significant bleeding. The only alarm that went off during this event related to the arterial line was a visual "message" alarm - the default auditory "warning" alarms did not sound. The patient required treatment with fluid and transfusions as a result of this unrecognized blood loss.